Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that pulse generator exhibited under sensing in both channels. The patient would be scheduled for a clinic visit.